Event description:
It was reported that during a therapeutic transurethral waterjet ablation of the prostate, the ceramic tip of the sheath broke off during the procedure, was unaccounted for, and was not retrieved, resulting in a 1.5-hour surgical delay. The missing tip measured approximately 2 mm x 2 mm. The missing piece was unable to be found after exploration of the bladder and the procedure was completed. It was reported that the condition of the patient was not impacted at the time of this event; however, it was stated that an additional cystoscope would be performed within 2-3 months for further exploration. It was later reported that the patient had experienced some catheter discomfort and had gone to the emergency room once since the procedure for this discomfort but was otherwise in normal health at home.